Event description:
It was reported that patients wounds were not closing properly at ipg and lead site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein physician re-opened incisions and irrigated sites and re-closed incisions to address the issue. Patients wounds are healing properly. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000160969. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.